Event description:
It was reported that after placement in the patient, it was confirmed that the precision device of drain bag had no readings, leading to discontinuation of its use.

Manufacturer narrative:
The reported event was confirmed ¿ supplier related. The product had caused the reported failure. Based on the evaluation, observed no scale printed on the urine meter. This complaint confirmed related to supplier issue. Communication has been sent to suppliers to address this issue. Further investigation has been documented in (B)(4). A potential root cause for this failure mode could be, "defect components from supplier." The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Therefore no additional action required at this time. Correction: d, e, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. Initial reporter name: (B)(6) hospital. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Initial reporter facility name: japan red cross society president oka red cross hospital the investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after placement in the patient, it was confirmed that the precision device of drain bag had no readings, leading to discontinuation of its use.